Event description:
The customer reported an issue with incorrect time settings on their device. Blood glucose levels remained within normal range, with no adverse impacts reported. The customer received assistance from technical support to update the pump time and was advised to monitor for any future discrepancies.